Event description:
This procedure is part of the (B)(4) study. Treatment of an arteriovenous malformation (avm) in the left cerebrum eloquent area. It was reported that the patient underwent onyx embolization on (B)(6) 2010 in which two onyx 18 and three onyx 34 were used. Excision of the avm was performed on (B)(6) 2012 which resulted in the patient having cerebral hyperperfusion syndrome (chs). According to the 6 month and 12 month follow up, the patient still had chs and hyperbilirubinemia no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. The other devices involved in the event are as follows: model: 105-7100-080 / lot: 8081878 / dom: 01/06/2010 / exp: 11/30/2012. Model: 105-7100-060 / lot: 8387102 / dom: 04/12/2010 / exp: 02/28/2013. (B)(4).